Event description:
The user facility reported that during a combination of diagnostic and therapeutic esophagogastroduodenoscopy (egd) the users heard a loud popping sound from the video system center, and the video processor immediately shut down, and the video image was lost. The video processor and the other equipment were reported to be on a non-olympus travel cart. When the users opened the back rear panel of the video processor, they noticed heat radiating from the unit and a burned odor. The procedure was not completed, and was said to be rescheduled. There was no pt injury reported.

Manufacturer narrative:
The device referenced in this report was returned to olympus for eval. The eval found that the device would initially not power on. The fuses were found to be open, and the power supply was damaged. The user's experience was isolated to a failed power supply. The device was serviced and returned to the user facility. The failed power supply was forwarded to the original equipment MFR (OEM) for further eval. This report is being submitted as a medical device report in an abundance of caution.